Manufacturer narrative:
Updated fields: d8, h3, h4, h6, and h11 this report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Component(s) were broken. Based on the results of the investigation the broken components were confirmed. The cause of the broken components was attributed to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope "oes elite", 4 mm, 30°, hd, autoclavable exhibited a broken component. The issue occurred during preparation for use. There were no reports of patient harm.